Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. External inspection revealed a melted pogo pin on right slot and the plastic housing was burnt. This condition can cause the power manager to not charge the batteries.

Event description:
It was reported to carefusion that the unit's pin's had melted. There was no reported of any patient involvement or patient harm associated with this complaint.